Event description:
The patient fell in 2009, and since had leg pain. Impedances were greater than 4,000 ohms on electrodes 0-2. The default test values were increased at that time, the impedances measured again, and the values were normal. Per the hcp, the patient had no stimulation. Reprogramming was attempted the following month. X-ray revealed acute lateral displacement of the lead indicating that it was stimulating the s2 fibers. The lead was replaced. The patient tolerated the procedure well. The outcome was reported as "no injury".